Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1000-21, tissue valve, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads had increased impedance and increased thresholds. The ra lead, now, measured high impedance. The ra and rv leads remain in use for continued monitoring with the physician. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead exhibited high thresholds, non-capture and a potential fracture. The lead was capped and replaced. It was further reported that the rv lead exhibited high thresholds, non-capture and high impedance. The lead was capped and replaced.